Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to customer's blood glucose level. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Manufacturer narrative:
Remove b5 and h10 additional manufacturer narrative on follow-up 1.remove b5 and h10 additional manufacturer narrative on follow-up 1.